Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) during service and evaluation, it was determined that the motor power was low on the small battery drive device. It was further determined that the device failed pretest for check power with test bench, check compatibility, check the triggers and electronic control unit(ecu) function, check switching function, check the oscillation angle, check the off/oscillation/on switch mode function, check the battery case coupling, check the attachment coupling and check general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.